Event description:
According to the reporter: one clip is fired and then the rest of the clips overlapped on each other in the jaw of the surgiclip device and would not fire, which caused bleeding. The clips did not form correctly. There was a problem in the firing mechanism, the clips were not fired. There was injury to the vessel. The vessel was meant to be closed as part of the procedure. There was a delay in surgical time by more than thirty minutes due to the product problem. The surgeon had to use sutures to control the bleeding. The patient is currently in stable condition. There was no unanticipated tissue loss, the incision was not extended by more than one inch, there was no blood loss over 500 cc's, and no component fell into the cavity of the patient. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 08/11/2015

Manufacturer narrative:
(B)(4).